Manufacturer narrative:
A ge representative contacted the customer and instructed him to reseat a cable connector. The customer reseated the connector. System operates as intended.

Event description:
The customer reported the system would not boot up. No pt injury was reported.